Event description:
Koru medical became aware of mw5110552 received through the FDA medwatch program stating "spontaneous communication from the patient's girlfriend who reported that the patient's infusion was due last night and the pump broke again. The patient received a new pump 2 weeks ago and broke again. The patient's girlfriend was advised to assess the pump situation and to rewind at the end of the infusion. The patient's girlfriend reported that the patient follows the correct steps every time he infuses. The patient's girlfriend reported that when she puts the syringe inside the pump, it does not stay and backs out from the position. A new pump will be sent out and patient will schedule delivery of the new pump. There was no adverse drug event reported by patient the patient did not start his infusion on that day. The new pump was sent to the patient to infuse the medication on the next day. The product fault did not occur while in use and there was no clinical injury reported. The product lot number and expiration date are unknown. Reported to (B)(6) by pt/caregiver." A good faith effort was sent to the initial reporter on 10-jul-2022. A response was received stating the reporter did not provide the pump serial number or expiration date info. However, upon further investigation there is a reasonable possibility the pump in question may be one of the following serials (B)(4) (dispense date (B)(6) 2021)/(B)(4) (dispense date (B)(6) 2022)/(B)(4) (dispense date (B)(6) 2022). None of the pumps have been returned by the patient yet. No further information was provided. Koru medical did not receive any of the above-mentioned devices for evaluation, therefore which device was involved in the event could not be confirmed. Manufacturing review and assessment confirmed all devices manufactured for lots s.81955, s.82174, and s.80896 had no failures during performance testing. Serials (B)(4) passed performance testing without requiring retesting or repairs prior to being release to inventory. The most likely root cause of this incident is end-user error; it is possible the end-user did not seat the disc luer securely into the freedom60 pump. No further information has been received, therefore koru medical considers this medwatch closed. This event meets the requirements for FDA reportability; however, submission of this report does not constitute an admission that medical personnel, user facility, importer, manufacturer or product caused or contributed to the event.

Manufacturer narrative:
This MDR is being filed as part of remedial action performed per CAPA (B)(4). CAPA (B)(4) has been initiated to investigate syringe ejections.